Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via the submitted log files. On (B)(6) 2024 at 15:16:12, the log file captured no external power alarms due to the relative state of charge (rsoc) on both power cables decreasing to ~0v in 5 seconds. The rsoc on both power cables briefly increased before dropping to ~0v again 4 seconds later. This series of events is consistent with multiple losses of power to the mpu. The no external power alarms resolved when the white power cable was connected to battery power. The backup battery supported the system without issues during this event. The no external power alarms did not impact the system controller¿s ability to support the pump and there were no other notable events captured on the reported event date in the log file. Multiple attempts were made to obtain additional information regarding the serial number of the mobile power unit (mpu), if the mpu had a v-lock connector on the ac power cord, if the ac power cord came loose with the wall outlet or back of the unit, any environmental circumstances at the time of the event, any product exchanges, and if any product will be returning; however, no additional information was provided, and to date, no product has been returned for further analysis. A root cause for the reported event was not conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the heartmate mobile power unit not being reported. The heartmate 3 instructions for use (rev. A) was available for use at the time of the event. Section 7 ¿alarms and troubleshooting¿, includes how to identify and resolve no external power hazard and power cable disconnected alarms. The heartmate 3 instruction's for use section 3, entitled ¿powering the system¿, advises users to transfer to another power source and not rely long term on the system controller¿s backup battery if there is a power failure on the mobile power unit. The heartmate 3 patient handbook (rev. D) was available for use at the time of the event and cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files captured a loss of power to the mobile power unit (mpu) on (B)(6) 2024. The system continued to operate at the set speed and was supported by the system controller¿s emergency backup battery (ebb) until external power was restored.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.